Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level increased to greater than 700 mg/dl with an unknown ketone level. As a result, customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the continued to use the pump for insulin therapy.

Event description:
It was reported that the pump screen unexpectedly went blank and the led was not blinking, requiring it to be plugged into a power source to turn back on. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with the specific value unknown but displaying as "high." To address the high blood glucose, the customer administered a correction injection via multiple daily injections and required assistance due to the elevated levels. It was explained that the pump shutdown was due to a low battery, and the customer was educated on necessary steps following shutdown, including resetting parameters and restarting sessions manually. Battery best practice tips were provided, emphasizing verifying the pump is charging when plugged in, which the customer acknowledged and understood.